Event description:
This report is to advise of a failure event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal shorts, damage to the inner insulation was noted at 11.7cm from the connector pin, between conductors due to the twisted coils consistent with procedural damage. Visual analysis found full breach outer insulation degradation at 6.5cm from the connector pin exposing the coil adjacent to the connector boot.